Manufacturer narrative:
Additional information received reported that the investigator stated that it is unknown if the previously reported death was related to the study device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lm. Approximately 5 years and 2 months post index procedure patient death occurred, cause unknown. The investigator assessed that the event is not related to the study device.